Manufacturer narrative:
H6: correction: device code c53269 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate, see manufacturer¿s report #3004209178-2020-15127 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient has 2 implants and reported the implant on the right was for bladder retention. They stated the device was not working and they were having problems urinating, their bladder was not emptying and they were using a catheter again. They stated they noticed this change at the end of july. The patient had worked through all their programs. They noted that they noticed this change after sitting in a massage chair while getting a manicure/pedicure. They said the balls of the chair pressed on their neurostimulators and they jumped when they felt the pressure. They said the left ins was still sore and bruised. The patient had them shut the chair off. They were redirected to their managing physician to discuss this issue. It was noted that they were in the process of getting a new managing physician.